Event description:
It was reported that the patient was seen with high impedance during a battery replacement. After the new generator was implanted, high impedance was observed. Another generator was then opened and connected to the lead but, high impedance persisted. The test resistor was used on the second new generator and the impedance was normal. The surgeon then suspected that there might be a lead fracture and x-rays were taken but there was no obvious signs of a fracture. It is also suspected that the first new generator that was opened is faulty. X-rays have not been received by the manufacturer to date. No other relevant information has been received by the manufacturer to date. Suspect device has not been received by manufacturer to date.

Event description:
Later, the generator product information was provided. The physician is under the impression that the cause of the high impedance is related to a faulty battery. Surgery is planned, details are not readily available. No trauma was reported. X-rays were not taken. The device was noted to be sent back shortly. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.